Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported the interface is broken. The service technician confirmed the reported issue of failure of machine fan rear cover. The service technician checked the machine and paid attention to whether the black fan at the back of the machine is damaged. It is judged that the back cover of the fan is defective and the front shell of v60 is damaged. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the fan rear cover and the front shell. The device returned to full functionality.